Event description:
It was reported that during an implant of this implantable cardioverter defibrillator (ICD) system, the physician observed oversensing noise on the right ventricular (rv) pace sense channel. The physician suspected that there might have been air trapped between this ICD device header and rv lead and the noise observed was due to the air escaping the seal plug. The physician removed and reinserted the rv lead successfully back in place. New device and lead measurements were taken and the results were assessed to be normal. The products remain in service. No additional adverse patient effects were reported.